Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned in the laa. Two watchman laa closure devices were each deployed, but did not meet release criteria during the tug test. A third watchman laa closure device (27mm) was deployed and after deployment, a moderate pericardial effusion was noted. At this time, the patient remained hemodynamically stable and no intervention was needed. The physician further reported that 2-3 hours post procedure the patient remained stable.